Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings). Revert the contents of section d9 (device serviced by third party) to blank. Brooke rn ICU calls to discuss a gas loss alarm that occurred tonight. She states she thinks the same alarm occurred on day shift, but she is not positive. Printed alarm logs show a few gas loss alarms that occurred on the day shift as well. We reviewed troubleshooting steps and brooke verifies no blood seen in the helium tubing and all connections are secured. She states she has used the ¿iab fill¿ and ¿start¿ keys to resume therapy. I reviewed probable clinical scenarios that the alarm could occur.

Event description:
N/a.

Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported through a direct call to the emergency support program (esp) that during use of the cardiosave intra-aortic balloon pump (iabp), ¿gas loss¿ alarms occurred. Patient involvement was reported, however no patient harm or injury occurred.